Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of refr0398 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via ms&s "caller requesting bd recommendations on clamping her dad's powerpicc (ref (B)(4), lot#refr0398). States the last agency nurse that changed her dad's PICC dressing and needleless connectors did not clamp his powerpicc and now his line is clotted. She wants to now if the nurse actions caused his PICC to be occluded because she now has to pay for cathflo to get it working again. They never had any issues for months until recently. Ms&s explained the powerpicc device is a non-valved PICC. The clamps are safety features that help prevent air embolism and bleeding in case the needleless connector becomes disconnected from the line. We would recommend the lumens be clamped between each use following the guidelines of the needleless connectors on her dad's powerpicc. Explained some possible causes of his PICC occlusion. Customer states she is not sure if his catheter is being flushed with saline and heparin as recommended. Explained to make sure the physician is aware of the occlusion and nursing staff is welcome to call for instructions and bd's recommendations for her dad's powerpicc device.